Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected prime or fill anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had rewind error. Customer's blood glucose level was 101 mg/dl at the time of incident. Customer stated they are unable to exit the load reservoir process. Customer also stated that they did change set and load reservoir process won't complete. The insulin pump will be returned for analysis.